Event description:
It was reported that this right ventricular (rv) was surgically abandoned due to oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental correction is being filed to correct device codes description, device code, evaluation method code, evaluation method, evaluation result, evaluation result code, evaluation conclusion, evaluation conclusion and additional MFR narrative. Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. Analysis could not confirm allegation of noise of the lead segment returned. The segment passed electrical testing. Confirmed by analysis that the lead terminal pin insulation is separated from the rs+ ring on the is-1 leg. A force measurement was not obtained, as they became separated in the field at change out.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental correction is being filed to correct device codes description, device code, evaluation method code, evaluation method, evaluation result, evaluation result code, evaluation conclusion, evaluation conclusion and additional MFR narrative. Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. Analysis could not confirm allegation of noise of the lead segment returned. The segment passed electrical testing. Confirmed by analysis that the lead terminal pin insulation is separated from the rs+ ring on the is-1 leg. A force measurement was not obtained, as they became separated in the field at change out. This supplemental is being filed to correct describe event or problem.

Event description:
It was reported that this right ventricular (rv) was surgically abandoned due to oversensing. No additional adverse patient effects were reported. It was reported that this right ventricular (rv) lead exhibited oversensing. Additionally, the rv lead's ring was noted to separate from the lead body terminal pin during changeout. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) was surgically abandoned due to oversensing. No additional adverse patient effects were reported.